Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 weeks post implant of this mitral annuloplasty band, the device was explanted and replaced with an annuloplasty band of the same size and model. The reason for replacement is unknown. No additional adverse patient effects were reported.